Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported that the unit was shutting down on the rn randomly mid procedure. The nurse had just started to access the vein and the machine shut down so she had to break sterile field and reaccess the vein so a new rn could come access with an ultrasound. There was no injury to the patient, just a needle poke.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit was shutting down on the rn randomly mid procedure is confirmed. The scanner boots to mpfa consistency error 'trying to rebuild mpfa!!!' "Fatal error"system halted.' The root cause of the reported problem is an improperly seated microprocessor. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported that the unit was shutting down on the rn randomly mid procedure. The nurse had just started to access the vein and the machine shut down so she had to break sterile field and deaccess the vein so a new rn could come access with an ultrasound. There was no injury to the patient just a needle poke